Manufacturer narrative:
On (B)(4) 2014 the sales representative reported that the treating ecp stating "the outcome of the patient is unknown since the patient has not returned to the clinic since (B)(6) 2013." The lot number of the product in question is unknown. The product in question is not available for return for evaluation. Will report additional information within 30 days of receipt MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling single use. Device not returned. No evaluation will be performed. No conclusions can be drawn.

Event description:
On (B)(6) 2013, the j and j (B)(6) affiliate received a medical device safety information report and questionaire via fax from the pmda. An eye care professional (ecp) reported the following information: on (B)(6) 2013, a patient was seen by the reporting ecp at a clinic with c/o of redness, pain, fb sensation, blurry vision, tearing and eye discharge in the os while wearing a 1-day acuvue define lens. The patient was diagnosed with a corneal infiltrate at the peripheral part of the cornea and iridocyclitis os. The patient was prescribed gentamicin sulfate nitto qid, bestron eye drops cid, rinderon 0.01% eye drops qid, mydrin-p bid and instructed to return for follow-up. On (B)(6) 2013, the patient returned to the clinic. The patient's symptom improved. The patient was instructed to continue the medication, to continue to d/c contact lens wear and to return for f/u on (B)(6) 2013, the ecp changed the eye drops to milder antibiotics bid since the patient's condition improved (the name of the antibiotics is unknown). The patient was instructed to continue to d/c lens wear and to return for f/u. The patient returned for f/u on (B)(6) 2013 and (B)(6) 2013, no information was provided regarding those visits.